Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, with the first and second firing of the device there were issues with clip formation. The third firing of the device ejected two clips. They fell in the pt and were retrieved. The site used another device to complete the procedure. There was no pt impact.